Manufacturer narrative:
Investigation summary - this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula. According to the information provided, the customer reported that a full package of beads (lot number: eu7803353, prod date: 2023-05-09) was contaminated with staphylococcus epidermidis. The contamination was detected before the customer determined the results. During the investigation, it was found that over 100 plates were contaminated with staphylococcus epidermidis. The customer took action by replacing the contaminated beads with a new package of beads, which resolved the issue. The customer also confirmed the contamination by inoculating the beads themselves, which tested positive for staphylococcus epidermidis. The contamination was limited to one package, and other packages in the same box appeared to be fine. The issue was considered a one-time occurrence, and no further contamination was observed with the new package of beads. As the contamination was detected before the customer determined the results and took action by removing the contaminated plates, the final patient results were not affected. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed for a bd quality issue. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It has been reported that an unspecified number of plates inoculated by the bd kiestra inoqula gave incorrect results. Beads were found contaminated with staph. Epidermidis. A manual confirmatory test was performed which gave a positive result. There was no report of patient impact.

Event description:
It has been reported that an unspecified number of plates inoculated by the bd kiestra inoqula gave incorrect results. Beads were found contaminated with staph. Epidermidis. A manual confirmatory test was performed which gave a positive result. There was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.